Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional graftmaster devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a perforation at the mid left anterior descending artery (lad). Patient presented with st-segment elevation myocardial infraction (stemi) and the lad was ballooned; however without distal flow. The lesion was stented with a non-abbott stent and subsequently on pursuing low pressure inflation in the mid to distal lad and it was noted the patient developed a coronary perforation. A 2.80x26mm graftmaster covered stent failed to cross due to resistance with anatomy and the tip became bent. Two graftmasters (2.8x16mm, 3.5x26mm) were implanted next successfully sealing the area of the perforation the devices covered. Another two graftmasters were implanted (3.5x16mm, 4.0x26mm) however, these failed to seal. A drop in blood pressure was noted pericardiocentesis was pursued with placement of a pigtail catheter with improvement in blood pressure. Balloon dilatation was performed with unspecified non-abbott balloons that sealed the perforation and no significant pericardial effusion was noted. There was no adverse patient sequela and no clinically significant delay in the procedure reported. No additional information was provided.